Event description:
On 4/4/76, due to extreme massive fibrocystic breasts, rptr had to have a huge amount of her breast tissue removed. She wanted reduction, with tightening of the skin, due to the fact that at the time, she weighed 115 lbs and wore a 38 dd bra. She has worn this size since she was 13. The dr insisted on implants, saying she would look abnormal without them. He insisted there was no way there could be trouble. Within two days her left breast was as hard as a rock, (capsule formation and contracture). She has terrible pain all over body, especially in her joints. Her hands and legs are disfigured from rheumatoid arthritis. She has had hair loss and extreme fatigue until she is to the point of being bedridden most of the day. She lives alone, and she must have some help. She has had no help from her attys. She is sure the atty handling the case is new. He has treated her with terrible mental abuse. She is seeking seeking another atty, and will sue on her own if she cannot be helped. She would appreciate any help. She has been advised by drs for 10 years that the implants must come out, because her mother developed breast cancer 10 years ago.